Event description:
Follow-up: add'l info regarding the following event, initially reported 12/23/96, was obtained 1/16/96: pt deceased as a result of the hemorrhagic stroke. Time of death is unk. Physician is retaining the cirrus micro catheter.